Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called stating she gave herself a large amount of insulin and her blood glucose was dropping quickly. The customer gave herself a glucagon shot during the call. The paramedics were called to the customer's home for assistance.